Event description:
Additional information: it was reported that the patient was in the emergency department after they missed their refill. The patient did not hear any alarms from the pump, but stated that they ¿do not hear as well.¿

Event description:
It was reported the last time that the patient missed her refill date, an artery in her heart collapsed and she had to have a stent placed. It was indicated that the event occurred at easter, three years ago. There were no alarms heard by the patient. The outcome of the patient was not provided. The drug delivered via pump was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (Heart artery collapsed). (B)(4).